Event description:
A pediatric patient was undergoing a tonsillectomy and adenoidectomy with a ktp laser. The ktp laser tested by the technician from the contracted laser provider prior to use, and passed. When the surgeon tried use the ktp laser during the procedure, he could not get it to work. The technician obtained another ktp laser, but could not get it to work either. Surgeon was able to complete the adenoidectomy, but unable to complete the tonsillectomy due to the malfunctioning ktp laser. Patient will have to be brought back to complete the tonsillectomy. All of the hospital's laser equipment and services are provided by a third party contracted laser provider.the laser provider's technician felt it may due to the failure of the handpiece adapter, not the ktp laser.